Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, the patient was reportedly admitted to the medical center due to anemia and was given blood products to normalize the hemoglobin and hematocrit levels. On (B)(6) 2016, the patient was readmitted and given additional blood products due to anemia and blood in stool. The patent's anticoagulation regimen was reportedly adjusted and an endoscopy afterwards showed that there was no further bleeding. The patient¿s inr goal was then adjusted and the patient was discharged to home on (B)(6) 2016.